Manufacturer narrative:
(B)(4): the customer reported that 150j was incorrectly delivered to a patient during testing of the device. The patient did not require further treatment following the delivery of energy. Philips evaluated the device, and there was no malfunction. The device was performing as designed and expected. This was a use issue where the user inadvertently delivered energy to a patient instead of into a test load.

Event description:
The customer reported that 150j was incorrectly delivered to a patient during testing of the device.